Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had high, out-of-range right atrial (ra) pacing lead impedance measurements. A revision procedure was performed and it was discovered that the ra setscrew had not been tightened properly. The issue was resolved by tightening the setscrew. No additional adverse patient effects were reported. This device remains in service.